Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain, head/neck, and spinal pain. The patient reported that their previous inss were replaced because they both weren't charging well. The patient stated that both of the inss were taking hours to charge, and they would spend the whole day charging. They noted that the rechargeable inss were replaced with non-rechargeable ones. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of head/neck pain and spinal pain. It was reported that the patient saw a power on reset (por) message. The patient's therapy stopped die to a por. The patient was going to charge the device and saw the por on the recharger. It was unknown that the por was related to an overdischarge event. The patient reached out to the healthcare provider (hcp) and they didn't know what the code meant and they were directed to the manufacturer to get help with clearing the por. The patient said that they weren't sure if the por was a warning or informational screen. The patient inquired if the ins needed to be replaced due to the por and if they can get a primary cell. The patient also stated that it takes too long to charge each ins. The patient stated that it takes 4 hours to charge each ins. No further complications were reported or anticipated.